Event description:
The physician performed the procedure, and it went uneventfully. The physician did an ablation of the lower portion of the tumor and repositioned the probe. After ablating the upper portion of the tumor, the needle was removed and discarded. Post ablation imaging was performed, and the physician noticed 4-5 fragments in the ablation zone with the largest measuring 4mm x 2mm. The others were 2-3mm or smaller. The physician contacted the rep. Who was there for the procedure. Patient tolerated the procedure well and was discharged home.